Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and uterovaginal prolapsed and mesh was implanted. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, modified mccalls¿ culdoplasty, extensive perineoplasty performed during mesh implantation. It was reported that patient underwent mesh removal/revision on (B)(6) 2007. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams apogee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.